Manufacturer narrative:
Method: complaint history review; risk assessment; results: a material analysis was performed on a similar complaint and it was confirmed that the breakage it experienced was due to an overload. Furthermore, no manufacturing defects were identified during this analysis. Conclusion: the most likely cause of the event, drawn from similar investigations, is an overload during insertion of the pedicle marker, which resulted from the impaction of the device.

Event description:
It is reported that; dr (B)(6) attempted to place a pedicle marker in the l4 pedicle. During placement using the pedicle marker inserter, he impacted the marker into the pedicle. Upon removal, the distal tip of the marker broke off while inside the patient. Dr (B)(6) was able to retrieve the broken fragment.

Event description:
It is reported that; dr. (B)(6) attempted to place a pedicle marker in the l4 pedicle. During placement using the pedicle marker inserter, he impacted the marker into the pedicle. Upon removal, the distal tip of the marker broke off while inside the patient. Dr. (B)(6) was able to retrieve the broken fragment.